Event description:
It was reported that, prior to procedure, it was identified that micromanipulator was having alignment issues. It was noted that there was no beam from laser. There was no patient involved.

Manufacturer narrative:
The device has not been returned to bsc for evaluation; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that, prior to procedure, it was identified that micromanipulator was having alignment issues. There was no procedure nor patient involved.